Event description:
It was reported that the cuff of the tracheostomy tube could not be inflated or deflated. Pt was re-cannulated.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.